Event description:
False positive result (s). Experienced multiple false positives on these tests. Followed directions completely. Individual was asymptomatic. Had 2 negative pcrs on the same days as the positives on these rapids. Tests done multiple days apart. Do not trust.